Event description:
Ecp fits patient with biofinity toric soft contact lens in approximately (B)(6) 2010. Patient only wore lens in left eye. The patient had problems removing the lens and approximately 3 months later in (B)(6) 2010, the patient was diagnosed with a corneal ulcer. The ulcer is on the temporal side of the left eye in the periphery at nine o'clock and it is no bigger than half a millimeter in diameter. The office felt that the abrasion was from trying to get the lens out. The patient had trouble one night getting the lens out so she wore it over night after several attempts to remove it. The patient is not wearing the lenses as extended wear. Visual acuity was 20/20 before and after the event. Patient was treated with zymar ocular antibiotic for five days use.

Manufacturer narrative:
Actual device and a device from same lot were evaluated. No failure was detected and product was within specification. A review of the lot history record found nothing to indicate that the device contributed to the incident. This is the only complaint received to date for this lot. This case is reported as a mild peripheral corneal ulcer with treatment. No permanent damage or loss of visual acuity has been reported. There is no indication that the device could have caused or contributed to the incident. Should additional information be received that would change this conclusion, an update to this report will be filed within 30 days of receipt.